Event description:
A device report from synthes (B)(4) provides information regarding an unknown procedure performed on an unknown date, whereby one spike at the tip of the reamer broke off. The broken part was retrieved, and no harm to the patient was reported.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An internal investigation was performed at EU. The review of the manufacturing records revealed that the instrument was manufactured in march 2011 according to the specifications. The examination of the raw material testing certificate showed no deviations regarding material analysis, strength and structural stability. The fracture surface is homogenous, which indicates material conformity as well. Based on these findings it is concluded that the cause of failure is related to a mechanical overloading during use. A material or manufacturing related condition can be excluded.